Event description:
It was reported that the physician implanted a gore helex septal occluder on (B) (6) 2010 to close an asd (atrial septal defect). The defect balloon sized to 12mm with fluoroscopy a 25mm device was implanted. Following device implant, the pt had episodes of vomiting. Several days later, it was discovered that the device had embolized to the aorta at the level of the renal arteries. The device was retrieved with the aid of a snare and coronary balloon. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that this lot met all pre-release specifications. The engineering analysis of the occluder stated the following. The occluder was returned to gore for analysis. Based on inspection of the returned device, there is no indication that the reported embolism was due to the design or manufacture of the device. No abnormalities were observed that could cause device embolism. It could not be determined if the occluder was properly locked in the defect at initial implantation. The size of the occluder was consistent with the device's labeling.